Manufacturer narrative:
The investigation for the reported console issues has been completed. The console was returned for evaluation. The console was run at a variety of p levels but the failure modes from the field were not reproduced. Data logs were reviewed finding that there were multiple motor current high (alarm #13) and pump stop alarms. The persistent pump stops on start up were most likely due to dirty test pumps since motor current high and speed deviation alarms would occur with dirty pumps. Added- d9 device return date g1-corrected MFR site name and address.

Event description:
The complainant reported that during training, the automated impella controller (aic) had the same alarm occur with two different pumps. The alarm message stated that there was a problem with the console after trying to raise the p level from zero. There was no reported patient involvement.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.